Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the moderately stenosed target lesion was in the mildly tortuous and severely calcified right coronary artery. The balloon was simply pulled out of the body and the patient's condition post procedure was good.

Manufacturer narrative:
E1. Initial reporter address1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking from a pinhole in the mid section of the balloon. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
E1. Initial reporter address1: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the moderately stenosed target lesion was in the mildly tortuous and severely calcified right coronary artery. The balloon was simply pulled out of the body and the patient's condition post procedure was good.